Event description:
The pt, one month after the use of radionics medium pressure system, has developed subdural bilateral hematoma. Radionics contour-flex instructions for use references these possible complications. Reported 01/25/1999 to radionics.